Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. Imaging was done and confirmed that the ipg had flipped and migrated. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.